Event description:
Information received indicated the hi-lo would intermittently lower and inch or two at a time. It did not appear to be a drift, it appeared to more of an unintentional movement.

Manufacturer narrative:
A follow-up report will be sent once the customer discloses their investigation.